Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was not provided; however, the customer stated it was "nothing too bad". The cause of the past occlusions could not be determined and as the customer had changed the infusion set site and performed a fill tubing, tandem technical support was unable to perform a system check to determine a possible cause of the current occlusion. Reportedly, the customer had been using humalog insulin in the cartridge for 9-10 days.